Event description:
It was reported that during lead revision procedure, the novel atrial lead would immediately dislodge upon helix deployment. It was then noted the helix failed to successfully be deployed. The procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the the cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue and inner coil over torqued in the connector region.